Manufacturer narrative:
Section h3: device evaluated by manufacturer: yes section h6; type of investigation - 10, 3331, 4109 section h6; investigation findings - 202 section h6; investigation conclusions - 4315 device evaluation: one (1) patient interface was returned within original packaging, confirming the reported lot number. A visual inspection of the returned product reveals residue on the lens of the patient interface cone. As per reported event, there was patient contact with the lens. How and when this residue was introduced cannot be determined. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the information obtained, product malfunction and deficiency cannot be confirmed due to the open condition of the product return. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the patient interface (pi) which touched the patient's unknown eye. The pi was switched out and the procedure was completed successfully. No patient injury and/or complications were reported.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.